Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and alarm history review shows multiple ¿cs127¿ alarms on the reported event date of 09/16/2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24 hours. There were no cs alarms occurred during the duration test. Force sensor calibration reading is at the correct count. The pump¿s cover was removed and no intermittent condition was found to the power circuit. The voltage reference was found below specifications and consequently c38 component failure was concluded. (B)(6).